Manufacturer narrative:
Investigation results. Visual evaluation of the returned device did not identify any failures, and the device passed the resistance and retroflex tests. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during an emr procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician encountered resistance when actuating the device and it failed to cut the polyp. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.

Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that acaptivator small oval snare was used during an emr procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician encountered resistance when actuating the device and it failed to cut the polyp. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good.